Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol), sn (B)(6), was wedged in the injector and could only be pushed out with difficulty. There was no patient contact with the lens. The lens had damage to the edge. The replacement preloaded toric iol, sn (B)(6), was implanted without any problems. Unfortunately, there was also damage to the edge of this lens. The lens remains in the eye. No further details were provided. Note: this report is for sn (B)(6) a separate report will be submitted for sn (B)(6).